Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an open rotator cuff repair/shoulder arthroscopy case, the surgeon was using a scorpion hand instrument. Initially, the scorpion was not retrieving and a second scorpion was opened and used. The surgeon experienced the same issue and determined that the retractor he was using was stopping the needle from deploying completely. The retractor being used as a chandler, which was used to retract against the acromion, the surgeon determined that this was what the needle was hitting and preventing retrieval. After multiple passes, the tip of the multifire scorpion needle broke off into the patient's joint. It is not exactly known when the needle tip broke off, but, the surgeon decided to complete the procedure with a new needle and then closed and completed the case. Suction was used along with irrigation prior to closing the surgical site. No further intervention was done. Follow-up investigation: x-ray was not performed to confirm needle tip.